Event description:
After giving insulin injection, placed syringe in sharps box. Then it flipped back after trying to remove hand and stuck left thumb. Incident occurred in 2000. Kendall made aware of incident on 03/06/01.